Manufacturer narrative:
Conclusion: the complaint cannot be verified, the retention material meets product specifications. Result no samples were returned for investigation however the reference samples were visually inspected and tested for flow, leak and static pull (tubing-tubing connector). All test results were within specifications. The batch record 5017034 was verified and found within specifications. The problem mentioned by the customer could not be reproduced. Device was not returned.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. (B)(4)

Event description:
Patient reported the infusion set tubing of the infusion device broke off at the point where it is attached to the plastic that is welded to the cannula. Patient stated the tape is too weak. Patient reported there was no health consequence for him. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.